Event description:
It was reported the patient was in a coma last year (2010. The patient had been on insulin lispro (humalog) via pump at the time of the event. Reportedly the coma had nothing to do with the insulin. The patient believed it was due to defective tubing on her insulin pump. Details of pump use were not provided. Treatment measures for both events were not provided. The patient recovered from the coma. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).